Event description:
Customer reported that they erroneously scanned printer manufacturer barcode instead of account number barcode at the instrument. Customer indicated that scanned incorrect barcode was associated with a patient name (medical report number# (B)(6)) who had only one visit at the hospital with account# (B)(6). Customer also indicated that data management system erroneously displayed 69 samples associated with this patient name in the patient history list. There was no report of injury due to this event.

Manufacturer narrative:
Customer indicated that they searched the patient history on the instrument using incorrect account# (B)(6) and got listing of all samples incorrectly associated with patient name. Customer also indicated that they have been aware of this issue and have successfully transferred all the patient samples data to the lis (data management system) by editing the account# and the correct patient demographics. The event has occurred due to an operator error.